Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Polarities were programmed to bipolar; however, lead impedance was lower than 200 ohms and there was loss of sensing/pacing in both channels. Normal behaviour was observed in unipolar configuration. Two days later, a normal lead impedance was found in bipolar configuration in the atrial channel (500 ohms) and pacing / sensing was fine; in the ventricular channel, the lead impedance was still lower than 200 ohms in bipolar. However, polarities were kept in unipolar configuration in both channels.